Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that when the catheter was inserted into the right jugular vein, the medical team was unable to pass the catheter upon the guide. The decision was made to remove the guide but could not because the guide was stuck by bending inside the vein preventing any removal. Intervention - the removal of the guide required 45 minutes and a vascular surgery team. The customer reports no impact to the patient's health.

Manufacturer narrative:
Qn#(B)(4). One spring wire guide (swg) and cs-12702-e/71f16k1073 lidstock were returned for evaluation. The catheter involved in the incident was not returned. The swg was visually examined at 10x magnification. The swg had severe kinks located 2, 130 and 180mm from the distal tip. The outside diameter and length of the swg were measured and found to be within specification. A manual tug test revealed that both swg welds were intact. The wire had a typical feel. A device history record (DHR) review was performed on the catheter and swg and did not reveal any manufacturing related issues. The instructions for use (IFU) was reviewed as a part of this investigation. The IFU states that if resistance is encountered when attempting to remove the swg after catheter placement, the swg may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the swg about 2-3cm and attempt to remove the swg. If resistance is again encountered, remove the swg and catheter simultaneously. Other remarks: the issue was confirmed by visual examination of the returned sample since the swg was severely kinked in three places. The catheter involved in the incident was not returned. The swg was verified to meet dimensional specifications and there were no relevant findings during a DHR review of the catheter and swg. The probable cause of this issue could not be determined based on the information provided and without a complete sample.

Event description:
The customer alleges that when the catheter was inserted into the right jugular vein, the medical team was unable to pass the catheter upon the guide. The decision was made to remove the guide but could not because the guide was stuck by bending inside the vein preventing any removal. Intervention - the removal of the guide required 45 minutes and a vascular surgery team. The customer reports no impact to the patient's health.